Manufacturer narrative:
Terumo has not received the actual device for eval, thus eval codes have been cited. Terumo will submit a f/u report once the device is received and has been evaluated. (B)(4).

Event description:
The user facility reported that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. The unit was changed out, and the surgery was completed successfully.